Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert while using the tandem-provided wall charging adapter resulting in the pump shutting off. Reportedly, the customer experienced a ¿high¿ blood glucose (bg) level, a specific bg value was not provided. Customer administered a manual injection to address bg. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter.